Event description:
Add'l info rec'd from MFR 9/14/04: the catalog number of the subject device was not provided in the report received. Synthes manufactures a 3.2 mm drill bit catalog number 310.65. The lot number of the subject device was not provided. A complaint has been opened on this incident, but a medwatch report has not been filed. The reported incident does not indicate additional surgical intervention.

Event description:
During ankle fracture repair, surgical procedure shavings came off the 3.2 cannulated drill bit.